Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va1027j, product type lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from a manufacturer representative. It was reported that upon x-ray analysis performed on (B)(6) 2017, it was determined that the lead had not migrated. It was noted the reported issues had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Device codes: (B)(4), patient codes: (B)(4), eval code-conclusion: (B)(4) pertain to product ID verify, serial# unknown, product type: external neurostimulator. Device codes: (B)(4), patient codes: (B)(4), eval code-conclusion: (B)(4) pertain to product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who was experiencing nausea at night and early in the morning. No device malfunctions were reported and patient status is unknown at the time of this report. Additional information was received from a consumer. It was reported that there was a possible lead migration. The patient believed the lead had moved due to stimulation moving closer to their hip. It was noted the patient¿s symptoms were still doing well, but there had been a few more pad changes. The patient was taking medication for pain in their leg and did not get up from the bed in time. The patient was advised to inform of the stimulation change to their doctor tomorrow. The patient was scheduled for implant tomorrow ((B)(6) 2017). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.